Event description:
It was reported that impedance testing showed low impedances. The impedance values were as follows: c-0: 824; c-1: 821; c-2: 819; c-3: 1409; 0-1: 37; 0-2: 38; 0-3: 1625; 1-2: 36; 1-3: 1632. The stimulation settings were case+ 3- 9-, left 3.45v right 3.60v, 60 ms pulse width and 130 hz rate. It was thought there was a short between electrode 3 and contacts 0, 1, and 2. Additional information reported that the lead remained implanted. No patient harm, injury, or death was reported. The patient was ¿okay¿ and was receiving therapy.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).